Event description:
Customer reported that the low reservoir alarm was not sounding consistently. Upon checking the alarm history, two low reservoir alarms occurred, but were inaudible. Blood glucose level was 87 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump low reservoir feature functioned properly. No low reservoir alarm anomaly noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.